Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. Concomitant medical products: item # unk, hip-unknown-heads-unk, lot # unk; item # unk, hip-unknown-liners-unk, lot # unk; item # unk, hip-unknown-stems-unk, lot # unk. Reported event was confirmed by review of radiographs. The x-ray review confirmed that there is superolateral dislocation of the prosthetic femoral head. There is no evidence of femoral fracture. Fracture or loosening of the cup cannot be excluded. Linear lucency extends vertically along the lateral acetabulum. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2019-01271, 0001825034-2019-01272.

Event description:
It was reported that a patient underwent a revision due to dislocation an unknown timeframe post implantation. Attempts have been made, and no further information has been provided.